Manufacturer narrative:
This is the first incident of this kind that manufacturer is aware. No reports of this type prior to or following event.

Event description:
User noticed coating on green electrode spearated from the electrode durning case in view. User grasped coating with the electrode and removed from patient. Device replaced and case completed successfully. No adverse patient effects were reported.